Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and a haptic tore upon insertion. The lens was removed without any pt injury.

Manufacturer narrative:
Evaluation result-(other) visual inspection of the returned product showed that there was a tear across the optic, a haptic was torn off and there was a clear surgical residue on the lens. Conclusion (other)- a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.